Manufacturer narrative:
Corrected information: additional information : product analysis: functional analysis not possible due to a hole on the ibt. During visual analysis the leakage was confirmed. The leakage comes from an axial rupture located between the peaks of the balloon . Based on the information provided and visual analysis the observations are consistent with rupture of the balloon due to contact with bone splinters during surgery.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1. It was reported that after one of the balloons was inflated to 150 psi with a volume of 4 ml, the pressure gradually dropped due to a rupture. As blood reflux was noted, the ibt was removed immediately. Imaging did not show any problem and the procedure continued. Postoperative x-ray findings did not show any patient problems. The surgical time was extended less than 15 minutes due to the incident. No fragment was left in the patient and no health damage was reported.

Manufacturer narrative:
(B)(6). (B)(4).